Event description:
Baxter received a report stating that connex cardio pc software was populating incorrect patient ID for patients. Customer noted this happening with patients with middle initials in their demographics. The event occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.